Event description:
It was reported following a percutaneous procedure, an angio-seal was used. The patient experienced an ischemic lower leg which require surgical intervention. Allegedly, the device migrated into the popliteal artery and thrombosed causing ischemia.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.